Manufacturer narrative:
On 01/05/1998, the physician sent a fax to the MFR which is summarized as follows: the physician believed the possible causes of post-op malfunction of the device were: (1.) Acute right ventricular (rv) failure, (2.) Air leakage of the inlet conduit of the blood pump. The physician noted air leakage from the anastomosis of the conduit outlet and ascending aorta and there was almost no output from the blood pump. The physician removed the blood pump, opened it and found the pump filled with blood clots. The physician removed the blood clots and tested the pump invitro and found it functioning well. The device was returned to the MFR on 01/14/1998 and the analysis results are as follows: from the available info and gross examination of the returned device, the reported experienced perioperative complications cannot be established to have been the result of a device malfunction. The available info suggests that the outcome of the implantation surgery did not result in an effective "closed" device circulatory sys. The blood clotting reported to have been observed in the pump following its removal is determined to have been the result of a blood stasis within the pump. This stasis is likely to have occurred following pump actuation discontinuance and up to the time the device was examined. A review of the device mfg records indicates the device met all relavent specs upon MFR. No further info is available. The MFR is closing it's file on this event.

Event description:
After implantation, loss of stroke and flow. Console vented, no effect. Back up console had no effect pt expired due to right side failure and thombus in the lvad due to blood sitting in lvad while pt was on echmo.